Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ER, the guide wire was found kinked. A new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that during insertion the guide wire was found kinked. One guide wire inserted through an arrow raulerson syringe (ars) was returned. The guide wire had three kinks located 2.5, 18.5 and 29 cm from the j-tip weld. Microscopic examination determined that both welds appear full and spherical. A manual tug test confirmed that both welds remain intact and the wire feels typical. The guide wire graphic specifies an outside diameter of .788/.826 mm and a length of 600 +/-4 mm. The guide wire length was confirmed to be consistent with the graphic. The outside diameter measured .794 mm, which also met specifications. No defects or anomalies were observed on the ars. Functional testing was performed using a lab inventory guide wire with a measured diameter of .804 mm and a guide wire advancer / straightening tube. The j-end of the guide wire was inserted into the raulerson syringe four times with the plunger in and then out, rotating the sample 1/4 turn between insertions. No resistance was felt during insertion through the ars. The instructions booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. A device other remarks: history record review was performed and did not reveal any manufacturing related issues. No defects were found on the returned ars. The other components (introducer needle / catheter and dilator) typically used during insertion were not returned. The probable cause of this issue could not be determined based on the information provided and without a complete sample. No further action will be taken.